Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the universal surgical manipulator (usm) involved with this complaint to perform failure analysis. The usm was returned for intermittent movement block. The reported error was confirmed and replicated. The usm was tested on an in-house system in normal mode, and it failed the back drive test with the yaw being noted as noisy. The usm was tested on a test platform and failed the yaw chipencoder virtual absolute (cva) characterization. The yaw cva flat flex cable (ffc) was replaced with a gold ffc and the usm passed the cva characterization test. The yaw cva ffc will be replaced as a fix..

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, a customer reported that during use sometimes, the universal surgical manipulator (usm) 3 movement seemed like it was physically blocked, especially when moving it from the surgeon side cart (ssc). After a few tries, he stated it then moved by itself. The last time it happened was two days ago and currently was not happening so site could not replicate it. But site was concerned that this might happen more often. Intuitive technical support engineer (tse) informed customer that it may not be a real block but if the head sensors for example don't detect the head if it was not fully inside etc.. But, custoer felt it was not the case. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) field service engineer (fse) replaced the usm to resolve the issue. The system was tested and verified as ready for use. Additional information is being gathered to determine the contribution of the device to the customer reported issue.